Manufacturer narrative:
Complaint conclusion: during treatment to the common iliac artery, it was reported that a saber balloon (8mm x 4cm) was delivered to the lesion for pre-dilation and inflated. However it ruptured at 5-6 atm (five to six atmospheres) during its initial dilation. Therefore the balloon was removed from the patient intact and a non-cordis balloon catheter of the same size. The procedure was finished successfully and there was no reported patient injury. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 90%. The leakage of media was observed under the angiographic catheter. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, or if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kink while being used, if the balloon ruptured during its initial inflation, how many times was the balloon inflated or how many times was the balloon inserted into the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17320059 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During treatment to the common iliac artery, it was reported that a saber balloon (8mm x 4cm) was delivered to the lesion for pre-dilation and inflated. However, it ruptured at 5-6 atmospheres (atm) during its initial-dilation. Therefore, the balloon was removed from the patient intact and a non-cordis balloon catheter of the same size. The procedure was finished successfully and there was no reported patient injury. The product will not be returned for analysis. The leakage of media was observed under the goodtec angiographic catheter. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was 90%. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, or if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kink while being used, if the balloon ruptured during its initial inflation, how many times was the balloon inflated or how many times was the balloon inserted into the patient.